Event description:
It was reported that the disposable developed air bubbles in the medical fluid circuit after an unk amount of time in situ. No pt injury was reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detaining the results of the evaluation.